Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer performed a cartridge change to address the issue. The customer experienced an elevated blood glucose (bg) level (362 mg/dl). An insulin injection was administered to treat the bg. Reportedly, the customer was filling the cartridge with cold insulin.